Event description:
It was reported that the patient was in a car accident "the day before yesterday and messed up his stimulator." It was noted that when the patient turned his stimulator on, instead of helping with his headaches, it caused more pain. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 37713, serial# (B)(4), implanted: (B)(6) 2008, product type: implantable neurostimulator. Product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3776-75, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3777-75, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).